Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station display blacked out. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the display power supply. The system was tested to factory specs. It functioned normally and was returned to use.